Event description:
Several employees had allergic reactions to the gowns. The facility is not positive the gowns were the cause, however, they have discontinued use of the gown and the problem has ceased.